Event description:
Nurse retrieved data from pca during her shift. Medication dose was 0.3 mg, per patient self-administered bolus. At noon, the machine reported amt 0.4 mg (amount given), bg (bolus given) 1, ba (bolus attempt) 0. Twelve hours later, amt 0.6 mg, bg 1, ba 2. Computed amount given does not add up correctly based on bolus given to patient. Confirmed total amount given on this machine was correct (87 bolus were given at 0.3 mg = 26 mg administered). No patient harm.clinical engineering completed an evaluation on the pump and could not duplicate the problem. Also verified operation and performed volumetric accuracy test.